Event description:
A report was received that the patient will undergo a pocket revision due to discomfort while sitting and leaning on the ipg.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort while sitting and leaning on the ipg.

Manufacturer narrative:
Additional information indicates that the physician prescribed lidoderm patches for the patient. No further action will be taken at this time as the patient does not want to be revised.